Event description:
The customer reported intermittent over voltage and generator error messages. These errors cause the system to shut down. There is no report of injury or death associated with the event described in this complaint.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The tube was evaluated and replaced. The system was tested and found to be working as intended and returned to service.